Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The serial number of the freestyle libre 2 sensor associated with this complaint was not provided. During investigation of the track and trend review related to alarm-3 cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the associated sensor is unknown, it is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2020". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and he experienced tremors, confusion and sweating. Customer was treated with glucose by his girlfriend and no further treatment was reported. There was no report of death or permanent injury associated with this event.